Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).